Manufacturer narrative:
The full number for the product in question is bk020053 ((B)(4) 2003). Immucor technical support used a remote elctronic connection method on (B)(4) 2018 to assess the instrument test well image in question, and determined that the instrument test well images in question were consistent with the instrument interpretation.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument, when tested on (B)(6) 2018.